Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the product experience report (per). The reported device was located on an unknown tooth site, and was used for approximately 3 months. The customer did not provide any pictures or x-rays. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were two related complaints for this product lot. Complainant reported that the abutment did not fit snug. Therefore, the implant threads may be damaged and needs to be tapped. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Email address unknown / not provided. Additional PMA/510(k) number ¿ k101880.

Event description:
It was reported that the customer believes that because the abutment did not fit snug, that therefore the implant threads may be damaged and needs to be tapped.